Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 12/11/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 12/11/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a mentor smooth round moderate profile 175cc saline prosthesis experienced deflation on the left breast prosthesis post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The due date for the medwatch report 1645337-2018-07504 submitted on (B)(6) 2019 was erroneously entered as (B)(6) 2018. The correct due date for the report is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab identified a partial delamination of the valve. The cause of the delamination could not be determined. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).